Event description:
N/a.

Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield 2000 skull clamp (a2000) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The hex bushing was worn and the lock was able to move after unit was locked, requiring replacement.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield skull clamp (a2000) would not lock the head adjustment shaft. There was no patient injury and no delay in surgery as this was discovered before the procedure started.